Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited elevated capture threshold that measured high. The lead was inactivated and was replaced with a new lead. No patient complications have been reported as a result of this event.